Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced a stroke. The physician believed this to be due to the discontinuation of blood thinners prior to the procedure. The device was removed and the patient remains under medical supervision.